Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the system was not operational during the first test and was near the limit for the second test. The customer's spot preparation quality was good for the test performed on (B)(6) (the "all peaks number" from the calibrator strain is homogeneous - it can be extrapolated to sample spot preparation). However, it was not good for the test performed on (B)(6) (the "all peaks number" from the calibrator strain is heterogeneous - it can be extrapolated to sample spot preparation). The spectra variability could be linked to a calibrator preparation issue (culture, spot, different operator between the (B)(6) and the (B)(6)). Based on the complaint description (cf. Details below), it is not possible to conclude on the real identification of the strain: identification obtained with vitek® ms: single choice to streptococcus agalactiae (group b streptococcus) and then no identification. Identification obtained with streptococcus grouping test: group a streptococcus. Morphologically on the plate, the isolate appeared to be a group b streptococcus. It could be an atypical strain, a reference method (sequencing) is necessary to know the exact identity of the strain and to confirm if there was or not an identification issue with vitek® ms system. As the strain is not available anymore, it is not possible to confirm the identification and to do further investigation.

Event description:
A customer in (B)(6) notified biomérieux of misidentification associated with vitek® ms instrument. (Reference 410710) the customer report laboratory number (B)(6) was identified as single choice to streptococcus agalactiae (group b). Through strep grouping the isolate was identified to be a group a strep. Morphologically on the plate, the isolate appeared to be a group b streptococcus. There was a delay of approximately 24 hours in releasing the results. No wrong results were reported.